Manufacturer narrative:
H.6. Investigation summary: customer reported a leakage issue. Two photos were received. One photo shows the batch and expiration date of the product, the other photo shows an inoculated bottle. No damage to the cap seal was observed. Bd was unable to reproduce customer¿s experience with the bactec product for leakage defect. Satisfactory results were obtained from retention samples when visually inspected. Vacuum draw was performed with satisfactory results. In addition, five (5) samples were randomly selected, and inspected for any resin trapped between the cap and the mouthpiece with satisfactory results (i.e., no resin observed). Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history records. The capper sealing and spinning sections are evaluated prior to the manufacturing process of each lot and verifications of cap seal are performed by technicians during each run. Product insert states that prior to use, the user should examine the vials for evidence of damage or deterioration. Vials that are cracked or leaking, or display turbidity, contamination, or discoloration (darkening) should not be used. On rare occasions, a vial neck may be cracked and the neck may break during removal of the flip-off cap or in handling. Also, on rare occasions a vial may not be sealed sufficiently. In both cases the contents of the vials may leak or spill, especially if the vial is inverted. If the vial has been inoculated, treat the leak or spill with caution, as pathogenic organisms/agents may be present. To minimize the potential of leakage during inoculation of specimen into culture vials, use syringes with permanently attached needles or bd luer-lok¿ tips. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was leakage of patient sample from one bottle. No patient impact reported. "Customer claim the leakage on the cap, where they insert the sample. The hole looks big and the sample is leaking through. The leak was spilling on station d-h05 - customer got it clean. No excessive spill found."

Manufacturer narrative:
G.5. PMA / 510(k) #: k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was leakage of patient sample from one bottle. No patient impact reported. "Customer claim the leakage on the cap, where they insert the sample. The hole looks big and the sample is leaking through. The leak was spilling on station d-h05; customer got it clean. No excessive spill found."